Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. The device was implanted outside of the u.s. (B)(4).

Event description:
It was reported the patient presented with sepsis approximately six weeks after implant of the implantable cardioverter defibrillator (ICD) system. The ICD system was explanted. No further patient complications have been reported as a result of this event.